Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that a glidewell ht implant failed. The patient's bone type is ii, and their oral hygiene is fair. The patient presented on (B)(6) 2025 for a primary procedure on tooth #5. The patient returned on (B)(6) 2026 after prosthesis attachment. Upon examination, the provider noted that the implant lacked primary stability. The device was removed on (B)(6) 2026. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.